Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and endometritis ('chronic endometritis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, eye operation (2001 and 2003), drug allergy, menorrhagia, dysmenorrhea, adenomyosis, intramural leiomyoma of uterus and polycystic ovarian syndrome. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and psychological trauma ("psych inury"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy, lysis of adhesions). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the endometritis and psychological trauma outcome was unknown. The reporter considered endometritis, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) : confirmation test-yes; on (B)(6) 2014: the uterine cavity is normal in appearance. There is filling of the left fallopian tube with free intraperitoneal spillage and the left tube is now patent. The right tube remains occluded. Pathology test - on (B)(6) 2017: uterus, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: - morcellated uterus demonstrating proliferative endometrium with focal stromal breakdown and no evidence of hyperplasia, atypia, chronic endometritis, or polyp formation. - myometrium with adenomyosis and benign intramural leiomyoma. - bilateral fallopian tubes with no significant histopathologic abnormality. - no morphologic evidence of malignancy; on (B)(6) 2018: diagnosis bilateral ovaries, oophorectomy: - bilateral ovaries with cystically dilated follicles. - no morphologic evidence of malignancy. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-may-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and endometritis ('chronic endometritis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, eye operation (2001 and 2003), drug allergy, menorrhagia, dysmenorrhea, adenomyosis, intramural leiomyoma of uterus and polycystic ovarian syndrome. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and psychological trauma ("psych inury"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy, lysis of adhesions). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the endometritis and psychological trauma outcome was unknown. The reporter considered endometritis, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: discrepancy noted in date of insertion-(B)(6) 2014, (B)(6) 2014 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirmation test-yes; on (B)(6) 2014: the uterine cavity is normal in appearance. There is filling of the left fallopian tube with free intraperitoneal spillage and the left tube is now patent. The right tube remains occluded. Pathology test - on (B)(6) 2017: uterus, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: - morcellated uterus demonstrating proliferative endometrium with focal stromal breakdown and no evidence of hyperplasia, atypia, chronic endometritis, or polyp formation. - myometrium with adenomyosis and benign intramural leiomyoma. - bilateral fallopian tubes with no significant histopathologic abnormality. - no morphologic evidence of malignancy; on (B)(6) 2018: diagnosis bilateral ovaries, oophorectomy: - bilateral ovaries with cystically dilated follicles. - no morphologic evidence of malignancy.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2021: medical records received- new event chronic endometritis were added. New reporter, lab data, race, medical history, removal procedure were added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and psychological trauma ("psych inury"). The patient was treated with surgery (hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the psychological trauma outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and psychological trauma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: confirmation test-yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 09-jan-2020: pif received: case was upgraded to serious incident. Event injury was replaced with event pelvic pain female. Events genital bleeding, psych injury were added. Essure removal date and surgical details were added. Lab test added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.